Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac perforation, and a pericardial effusion (pe) occurred. During an atrial fibrillation procedure, an versacross steerable sheath was selected for use. After the completion of pre-voltage mapping using a non-boston scientific device and versacross steerable sheath, it was attempted to be exchanged with another sheath. However, there was difficulty with the septum and in the process of advancing into the heart and pulling back into the inferior vena cava (ivc) with the wire and sheath, the wire turned on itself and the sheath pressure tore the ivc. The patient became hypotensive and there was a build-up of fluid in the abdomen. The tear was confirmed with fluoroscopy. A stent and balloon occlusion were placed. The ivc tear then resolved on its own with no further repair necessary. The patient is stable. The device is not expected to be returned for analysis. Abbott ref# (B)(4).

Event description:
It was reported a cardiac perforation, and a pericardial effusion (pe) occurred. During an atrial fibrillation procedure, an versacross steerable sheath was selected for use. After the completion of pre-voltage mapping using a non-boston scientific device and versacross steerable sheath, it was attempted to be exchanged with another sheath. However, there was difficulty with the septum and in the process of advancing into the heart and pulling back into the inferior vena cava (ivc) with the wire and sheath, the wire turned on itself and the sheath pressure tore the ivc. The patient became hypotensive and there was a build-up of fluid in the abdomen. The tear was confirmed with fluoroscopy. A stent and balloon occlusion were placed. The ivc tear then resolved on its own with no further repair necessary. The patient is stable. The device is not expected to be returned for analysis. Abbott ref# (B)(4). It was further confirmed that a cardiac perforation and a pericardial effusion were not reported.

Manufacturer narrative:
Correction to the initial MDR; b5 (describe event or problem); f10, h6 (patient codes) and h10: related report number. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.